Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 794 mg/dl. Prior to the event, the customer experienced elevated blood glucose levels for the past 24 hours, nausea, vomiting and abdominal pain. It was stated that the customer was not interested in troubleshooting, and requested a replacement insulin pump. Nothing further was reported.